Manufacturer narrative:
The field service engineer checked and adjusted the sample probe and the gear pump. He verified the wash solution was ok. Due to the issue persisting, he replaced the sample probe due to sample tube gel contamination. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The investigation determined the event was consistent with a preanalytical sample handling issue.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable albt2 tina-quant albumin gen.2 results for 2 patient samples on a cobas c503 module. Sample ID: (B)(4). The initial result was 17.4 g/l and the repeated result was 25 g/l. Sample ID: (B)(4): on (B)(6) 2021 the initial result was 24 g/l and the repeated result was 41.4 g/l. The results were reported outside of the laboratory. The reagent lot number is 475118. The expiration date was requested, but not provided.